Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an emergency laparotomy small bowel resection, it was noted after firing, the distal part of the stapler had not fired properly. The patient had minimal tissue loss and minimal tissue damage as a result. Minimal delay in the surgical time was also noted. Another stapler from different company was used to complete the resection. The patient was brought to intensive therapy unit post surgical procedure.